Manufacturer narrative:
D.9 exact date of when the console was returned for evaluation is unknown. E.1, e.2 and e.3 initial reporter name and health professional/occupation is unknown. The investigation for the reported issue has been completed. While prepping for a case, the console gave both a red and yellow alarm. Battery status was only 50%. The clinical staff did not proceed with the case on this console. The logs showed a battery 1 comm. Failure alarms and battery failure alarms. It was noted from the logs that the console was not turned on for about four months. It is possible the console was not plugged in and batteries depleted. The failure mode was reproduced in field service upon arrival. Only battery 2 showed sufficient charge on the battery display. Battery 1 had a blank display. Batttest showed 'smb' (smbus error) on battery 1. Swapping the battery terminals showed that the failure followed the battery and power nattery manager circuit board was not at fault. Replacing the battery set fixed the failure mode. The cause of the battery failure alarm was most likely due to battery 1 malfunction. It is unable to determine as to why only battery one malfunctioned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller experienced a battery failure red alarm and battery error yellow alarm with no specified resolution. There was no patient involvement.